Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge, and after being instructed to clean the pneumatic tap area on the pump, successfully reloaded the cartridge and resumed insulin delivery.